Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
The failure investigation (fi) lab received gas delivery system (gds) assembly for evaluation. Upon receipt, the data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. Fi technician installed in house da pcba and oxygen solenoid valve to the gds assembly. The gds was tested into the fi test ventilator and no failures were identified. No problem found with the gds; however, since the da pcba and oxygen solenoid valve were not returned for evaluation the root cause for the reported issue could not be determined.

Event description:
Customer reported the unit has error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2016. Through follow-ups, the key market indicated that it is impossible to obtain patient's information.